Event description:
The staff radiologist intended to treat thrombus in a 3mm posterior popliteal artery that may have embolized from an iliac artery plasma thromboplastin antecedent/stent procedure done approx 1 week prior. Angiojet cf105 was advanced contralateral through a 5.5 fr sheath over a .018 wire. 3 passes were made in a proximal to distal fashion. Thrombus appeared to embolize 5 cm distally. Further attempts to remove it with angiojet embolized it further down stream. Dr removed the angiojet and put an infusion catheter in. Tissue plasminogen activator (50mg) was infused through the sheath and through the catheter overnight. The next morning the vessel (which had been patent) was completely occluded. Dr tried unsuccessfully to restore flow with a 3mm balloon plasma thromboplastin antecedent. Tissue plasminogen activator infusion was continued for 4 more hours. The patient complained of pain in his calf. The calf had increased in diameter so he was brought back to the vascular lab. Contrast extravazation was seen at the site of the initial angiojet run/plasma thromboplastin antecedent site. Tissue plasminogen activator was stopped. Patient was later discharged on coumadin. No surgical intervention needed. Dr was not certain as to whether the bleeding was caused by angiojet plasma thromboplastin antecedent or tissue plasminogen activator.